Manufacturer narrative:
During testing, the device door roller was missing, and the door did not close completely. Further testing, found the device had unrestricted flow after the door was pushed closed then the door was opened. This was due to the missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the device door was opened. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device door roller was broken.